Event description:
It was reported that during a da vinci-assisted liver partial resection procedure, the customer received a "reduce tip pressure" message while using a harmonic ace instrument. The instrument then suddenly broke and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed using a backup harmonic ace instrument.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer appears to a broken curved blade from a harmonic ace instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.615" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.